Manufacturer narrative:
(B)(4). Associated medical products: ref. (B)(4); lot 807aa07130; description optip 40 refob plus bone cmt-3; ref. (B)(4); lot j6383160; description vanguard cr ilok fem-rt 60. Foreign. The event occurred in (B)(6). This product is manufactured by biomet spain orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Product not returned yet, revision surgery scheduled.

Event description:
It was reported that the patient underwent total right knee arthroplasty with cemented vanguard implants, using the signature surgical technique. All steps have been strictly accomplished. In the post-surgery follow-up consultation, after 17 months, the patient had pain and joint effusion, and a detachment of the tibial component was detected by x-ray.

Event description:
It was reported that the patient underwent total right knee arthroplasty with cemented vanguard implants, using the signature surgical technique. All steps have been strictly accomplished. In the post-surgery follow-up consultation, after 17 months, the patient had pain and joint effusion, and a detachment of the tibial component was detected by x-ray.

Manufacturer narrative:
(B)(4). D11: associated medical products: ref. (B)(4); lot 807aa07130; description optip 40 refob plus bone cmt-3. Ref. (B)(4); lot j6383160; description vanguard cr ilok fem-rt 60. G3: foreign. The event occurred in portugal. G5: this product is manufactured by biomet spain orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. H3: product not returned. Product not returned yet.